Event description:
It was reported that the probe head has been broken off during a procedure. Moreover it was reported that nothing remains in the patient or surgery field.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. The device history record of the reported lot number was reviewed. The review disclosed no discrepancies that could contribute to this condition. The most probable root causes for the reported condition is misuse. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported that the probe head has been broken off during a procedure. Moreover it was reported that nothing remains in the patient or surgery field.

Event description:
It was reported that the probe head has been broken off during a procedure. Moreover, it was reported that nothing remains in the patient or surgery field.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. A detached ceramic plus electrode were confirmed on the returned unit. The ceramic and electrode portion were not returned. Some scratch wear marks were observed on the lumen and insulation. A piece of the ceramic was still attached to the lumen. The device history record (DHR) of the reported lot number was reviewed. There were no manufacturing related discrepancies observed that could contribute or is related to this condition. Probable root cause for the reported condition can be associated, but are not limited to: misuse. Even though, there were no significant wear marks indicative of possible use as a scrubbing tool which can cause damage to the tip, the possibility of excessive torque forces applied to the tip of the probe, exceeding the part strength per design, which could have contributed to the detaching of the ceramic, cannot be ruled out. Also, a possible deviation of the user¿s instructions during surgery which may result in damage of the tip by applying forces that exceeded the part strength per design cannot be ruled out as a possible contributor. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.